Event description:
It was reported that the product was used for a laparoscopy cholecystectomy. Clips were jammed and not firing correctly. In one inst ance, 2 clips were coming out simultaneously. The doctor used a second ae05 and it was also jamming. There is no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and with no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. However, a broken hook fell out of the channel. It was observed that no clip was in the next position of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. A clip with the hook broken off was found in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. The fourth feeder tab from the distal end of the feeder was severely bent and had a clip stuck in it. The sample was received with 6 clips remaining in the channel, indicating that 9 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed in this sample. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jamming" was confirmed based upon the sample received. One device was returned with its rotation tab bent and with no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt. However, a broken hook fell out of the channel. It was observed that no clip was in the next position of the channel. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. A clip with the hook broken off was found in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. The fourth feeder tab from the distal end of the feeder was severely bent and had a clip stuck in it. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed in this sample. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1800410. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product was used for a laparoscopy cholecystectomy. Clips were jammed and not firing correctly. In one inst ance, 2 clips were coming out simultaneously. The doctor used a second ae05 and it was also jamming. There is no harm to the patient.